Event description:
The customer reported that the device jaws were sticking. The jaws had to be forced open. Eventually the stopped working and a seal end tone could no longer be reached. The case was converted to open. There was no resulting pt injury.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for eval. Add'l questions in regard to the incident, including what caused the surgery to be converted to open, have also been asked. If the sample is received or if add'l info pertinent to the incident is obtained a follow-up report will be submitted.